Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. As per clinical, the failure mode could not be reproduced during testing and the console functioned as expected. The root cause of the issue was not determined since failure mode was not reproduced.

Event description:
The user facility reported a 60-year-old male patient was implanted with an impella cp for circulatory support. During support, the automated impella control (aic) had a failure alarm that resolved immediately. The aic function was not affected. The aic was replaced as a precaution.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.